Event description:
The device was used during an unknown procedure. Reportedly, the device did not fire properly and did not release the tissue. Another device was used to finish the procedure. No pt injury was reported.